Event description:
The day after the index procedure the patient suffered a neurological event described as aphasia. The diagnosis was a ischemic stroke. The patient is a male patient. The target lesion was the ostium of the left internal carotid artery. The target lesion was eccentric. Tortuosity was mild. The rate of stenosis was 90%. An angioguard distal protection device was used and positioned distal to the lesion. The lesion was pre-dilated. A precise stent was successfully placed at the lesion. There was no malfunction with the stent. The procedure was completed. The final target lesion percent diameter stenosis was 0%. The patient was neurologically intact when taken from the angio suite. The next day, the patient experienced a neurological deficit (not related to anticoagulation) described as aphasia and diagnosed as an ischemic stroke. The onset was gradual and recovery was partial with minor residual. No cea surgery was required. Of note, hemiparesis, hemineglect and hemitaxia were not documented, as well as presence of babinski. The patient was discharged two days later with aspirin and clopidogrel directed.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.